Event description:
The reporter stated that the neurosensor probe should be calibrated to zero prior to use. The user did not pre- calibrate the device to zero before it was inserted. The patient had a subarachnoid hemorrhage from a ruptured posterior inferior cerebellar artery aneurysm. The neurosensor probe was inserted to a depth of 5mm. The accuracy of the readings, when compared to alternative monitoring, were doubted due to failure to zero the device. Another probe needed to be inserted.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.